Event description:
Break on the groshong catheter 3cm from the hub of the catheter just under the skin.

Manufacturer narrative:
The complaint of a partial break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break site is located at the 28 cm depth marker. The partial break site is nearly perpendicular to the axis of the tubing. The break site exhibits rounded edges. The tubing surrounding the partial beak site is slightly compressed. The catheter may have been placed in an area where tourqeing and kinking is susceptible. These characteristics of round edges and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The product instruction for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) of rewf0296 showed none other similar product complaint(s) from this lot number.